Event description:
Reporter alleged blood glucose result of "lo" (less than 10 mg/dl) immediately after the undosed test strip was placed in the meter on the active s system. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.